Event description:
After the conclusion of a cardiopulmonary bypass procedure, one of the device's power supplies was observed to be malfunctioning. The device operated according to functional specifications through the use of the other power supply. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.